Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 2.1 and 2.2 on auxiliary 7 had failed and would not recover using any method and were also not detected on the bus. A field service engineer (fse) identified a defective 7-drawer pyxibus cable and replaced it. The drawers were tested using the hardware test application (hta) and a service restore was performed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 2.1 and 2 failed and were unable to be recovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.